Event description:
It was reported that following a sparc sling implantation the patient presented with erosion into the left anterior vaginal wall. No additional patient complications have been reported in relation to this event.